Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm approximately nine months ago. Aneurysm and vessel morphology from the time implant were not reported. It was reported that during a routine follow up appointment the CT scan demonstrated a proximal type I endoleak. The films were reviewed by an outside consultant physician who stated that the stent graft was undersized at the time of implant and there was disease progression with thoracic neck dilation. There was also a type ii endoleak coming from the subclavian artery. The patient will be treated at a later date after the patient receives a carotid to carotid by pass. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (stent graft was undersized, disease progression); related to operational context (undersized stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (stent graft was undersized, disease progression); operational context contributed to event (undersized stent graft).